Event description:
Info received indicated the power cord was broken.

Manufacturer narrative:
There was a loss of ground continuity due to a loose ground prong. The hill-rom technician replaced the power cord to resolve the issued.